Manufacturer narrative:
(B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a capio slim device was used during a sacrospinous ligament fixation procedure performed on (B)(6) 2018. According to the complainant, during the procedure, when the surgeon tried to catch the dart with the capio slim through the patient¿s left ligament, the dart detached from the suture and was left inside the patient. The procedure was completed with another capio slim device. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
A visual analysis of the returned capio slim revealed that has the carrier was broken; the broken section of the carrier was not returned, consequently confirming the reported complaint. A functional analysis of the device was not performed due to the device condition (carrier broken). A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu)/product label. The investigation concluded that the most probable cause for this complaint is design product enhancement since a modification would improve performance, function or appearance of the product. An investigation is open to address this issue. (B)(4).

Event description:
It was reported to boston scientific corporation that a capio slim device was used during a sacrospinous ligament fixation procedure performed on (B)(6) 2018. According to the complainant, during the procedure, when the surgeon tried to catch the dart with the capio slim through the patient¿s left ligament, the dart detached from the suture and was left inside the patient. The procedure was completed with another capio slim device. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.